Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The customer contacted philips product support and was advised to look for a partially disconnected cable and/ or replace the motor controller board. The customer reported that replacing the power management (pm) board addressed the reported problem. Part return was requested from the customer; however, no response has been received.

Event description:
The customer reported that the ventilator alarmed with 35 volt supply failed error. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.